Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer's bg levels spiked within a 12-hour period (397-500mg/dl) and could not be controlled despite multiple correction bolus attempts. Her doctor was contacted, who recommended administering a manual insulin injection and drinking fluids. The pod later initiated an occlusion alarm, though no blood or kink was seen in the cannula. Immediately after the alarm, the pod was deactivated and a new one was applied. The suspect pod will be returned for evaluation.